Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how much bleeding occurred? It could not be measured. Did the patient receive any blood products? No. How was the procedure completed? The surgeon used using prolene suture.

Event description:
It was reported that during a revascularization of myocardium - heart surgery in the dissection of the mammary artery procedure, the product was misaligned and formed cross staples which released from the artery, causing bleeding. The device is permanent and was submitted to the sterilization process in cme. Then, it was sent to the operating room. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.